Event description:
This lead was explanted and replaced due to dislodgment. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further analysis revealed several abrasion marks along the lead body which resulted most likely from an interaction with a partner lead. The insulation was found intact at these positions. In summary, there was no sign of a material or manufacturing problem.